Manufacturer narrative:
It was reported that the hoyer lift suddenly dropped with the patient in it, stopping a few feet away from the ground. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the hoyer lift suddenly dropped with the patient in it, stopping a few feet away from the ground.